Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The physician reported via phone call that the customer was currently hospitalized with diabetes complications. The physician requested assistance with clearing the customer's alarm. It was found the customer had a battery out limit alarm. It was also reported the customer received an error message when attempting to upload the insulin pump. The physician declined to troubleshoot and was assisted with clearing the alarm. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.